Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens as a piggy-back lens (lens was inserted on top of another lens) but the patient's capsule bag was too small for two lenses. The lens was removed within the same surgery with no patient injury. The patient is doing well. The reporter stated the event was not lens related. The manufacturer's labeling does not address the piggybacking of lenses and is off-label use.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, the most likely causes of the event has been determined to be due to patient issue and off-label use of the lens. (B)(4).

Manufacturer narrative:
(B)(4).